Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer reported that when attempting to discharge a patient the system would lock up and restart. The issue occurred after (B)(6) 2018. There was no patient incident.